Event description:
When the pt involved returned to the facility for pre-op screening, it was discovered that she had lesions consistent with burns identified on other pts that were rec'd during stereotactic preocedures on the mammotest table.